Event description:
Info received via complaint indicates the following: "rough and edges at the opening."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the five (5) samples that failed during the b. Braun incoming have been received and tested. A visual and finger test were conducted, and all specification. History records have been reviewed and all relevant tests required during the mfg process and the final product releasing was carried out. No nonconformity related to claimed issue had been registered during the mfg and releasing process. As a part of in process inspection the 100% visual and finger inspections are carried out. Each catheter is inspected and no outer sharp burrs caused by punching are allowed. The product is produced several years with using the same production technology without any changes related to the punching process. The received catheters had been assessed within a team composed of lead quality assistant and lead technicians and were considered as our common production. No earlier complaints registered and no complaint received from end-user with reference to the type of failure in question for the reference code from year 2007. Based on the info received and our results of the investigation, it has not been possible to determine the root cause of the complaint. (B)(4).